Manufacturer narrative:
This is the first reported incident of neuralgia following a neuromark procedure. A 50-year-old female underwent the neuromark procedure on (B)(6) 2026. The procedure was performed as a standalone treatment, with no reported device issues or deviations from the instructions for use. At initial follow-up with the ent physician one week post-procedure ((B)(6) 2026), the patient reported slight right-sided discomfort. At one month post-procedure ((B)(6) 2026), the patient reported continued discomfort in the right ear and right side of the throat, progressing to right-sided facial and head pain at two months post-procedure ((B)(6) 2026). The patient was subsequently diagnosed with glossopharyngeal neuralgia. The event was considered reportable upon progression to neuralgia diagnosis on (B)(6) 2026. The patient was treated with toradol and gabapentin and referred to a neurology specialist. No hospitalization or surgical intervention was required. The event required medical intervention and was therefore considered a serious injury under MDR criteria. At the time of reporting, symptoms remain ongoing and the long-term prognosis is unknown based on currently available information. The event was reported directly by the patient to the manufacturer and subsequently supplemented with physician information. The physician noted that the patient had undergone a prior cryoablation procedure four years earlier and experienced headaches during and following that procedure, which resolved over time. The device was not returned for evaluation; therefore, a direct device assessment could not be performed. Based on available information, there is a temporal association with the procedure; however, no device malfunction or use error has been identified, and the procedure was performed in accordance with the instructions for use.

Event description:
Patient underwent a neuromark procedure on (B)(6) 2026. In the weeks following the procedure, the patient reported progressive right-sided discomfort, which evolved to ear and throat pain and subsequently to right-sided facial and head pain. On approximately (B)(6) 2026, the patient was diagnosed with glossopharyngeal neuralgia. On (B)(6) 2026, the patient reported the event to the manufacturer. The patient was treated with toradol and gabapentin and referred to a neurology specialist. The event required medical intervention to manage symptoms and remains ongoing at the time of reporting.